Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. Imaging was challenging throughout the procedure. An xtw clip (40326r1094) was inserted and deployed on the tricuspid valve, reducing tr to a grade of 4. To further reduce tr, a second xtw clip (40418r1011) was inserted. However, while grasping, the clip became caught in chordae a few times, causing a new prolapse which did not exist prior to the procedure. While troubleshooting, the clip then contacted the implanted xtw clip, causing that clip to detach from septal leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). It was noted a new chordal rupture was observed and after clip came off the septal leaflet, it was still attached to chordae under that leaflet. To stabilize the slda, grasping was attempted with the second xtw. However, the leaflets were unable to be grasped. Therefore, the second xtw clip was removed the procedure was discontinued. Tr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult to remove from anatomy and device damaged by another device (caused damage) were due to procedural circumstances. The cause of the reported unable to grasp leaflets, difficult imaging, and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.